Event description:
It was reported that the print seems light on printout on the 9800 system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The brightness and contrast were adjusted during the service call. The system was tested and found to be working as intended and put back into service.